Event description:
Complainant alleged that during incoming inspection of the device, it reported an "error 44" message while discharging at 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.